Event description:
It was reported that this patient recently received two inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system. A device data review indicated that the shocks were delivered due decreased amplitude measurements and variable morphology which contributed to over-sensing of the patient's intrinsic rate. The patient has a history of additional inappropriate shocks while gardening in 2021. This led to the physician reprogramming both the s-ICD system and a competitor's implanted cardiac resynchronization therapy (crt) device. The patient was seen in-clinic where the physician was unable to reproduce the morphology that occurred at the time of the event. The patient was subsequently hospitalized pending a physician decision on how to resolve the event, but no further information was provided from the field representative. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported. Should any additional information be provided regarding this event, this record will be updated.

Event description:
It was reported that this patient recently received two inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system. A device data review indicated that the shocks were delivered due decreased amplitude measurements and variable morphology which contributed to over-sensing of the patient's intrinsic rate. The patient has a history of additional inappropriate shocks while gardening in 2021. This led to the physician reprogramming both the s-ICD system and a competitor's implanted cardiac resynchronization therapy (crt) device. The patient was seen in-clinic where the physician was unable to reproduce the morphology that occurred at the time of the event. The physician is considering a surgical replacement or repositioning procedure to resolve the event. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.